Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer also reported that the paramedics came and treated the low blood glucose prior to hospitalization. The customer's blood glucose was 44 mg/dl at the time of incident. The customer's blood glucose was 84 mg/dl at the time of call. The customer reported that they were unconscious. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer reported that there was a crack on the reservoir compartment. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The insulin pump will be replaced and will be returned for analysis.